Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation and particles. The customer's complaint was confirmed. The device was scrapped.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.